Event description:
It was reported the pt was experiencing constant heating at the scs ipg pocket site. The pt alleges the heating caused her incision site to bubble. A sjm rep was able to resolve the issue with reprogramming.

Manufacturer narrative:
This ipg serial number was included in field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.